Event description:
Went from a normal healthy active life to being non active and sick within 3 months of having mentor silicone memory gel implants put in. Started having chronic pain. In neck and eventually spread through whole body (wide spread pain) even nerve pain. Muscle weakness, muscle spasms and extreme fatigue, arthritis. Muscles would not recover after attempting to exercise. While blood cell count tested high for last 3 years. Pain has caused me to not function and miss a lot of work and be bed ridden. A lot of sickness with sinus issues and allergies as well. Memory loss and can¿t concentrate. Developed allergies to foods that I have never had. Developed ibs, diverticulitis that I have never had. Body can¿t fight infections. Eyes are yellow instead of white. Developed 2 bladder diseases. Have had to see a rheumatologist and infectious disease doctor over and over plus general physician.